Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles there was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path during device evaluation.